Event description:
Boston scientific received information that this right ventricular (rv) lead had fractured resulting in impedance measurements greater than 4000 ohms. As a result, a lead revision procedure was scheduled. During the procedure, the rv lead was surgically abandoned and replaced. One day following the procedure, the surgically abandoned rv lead was found to be completely severed and the terminal portion of the lead was in the ventricle. As a result, the patient was transferred for an extraction. This lead was successfully extracted without further issues. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Only a portion of the lead was returned. Visual inspection revealed insulation damage. Additionally, the lead was confirmed to be fractured approximately 19cm from the terminal pin, which indicates the clavicular crush area. As a result, the clinical observations were confirmed.

Manufacturer narrative:
(B)(4). Information was received that the lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.